Event description:
Customer reported that during a resurfacing procedure the cpg handpiece changed patterns; cpg was set to square pattern and spot size changed automatically to the circle and injured the pt, putting a hole on the face. The physician had to place one suture and does not expect any scarring. The laser is mobile. This incident was reported to lumenis in 2005.